Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the main tube broken at the distal end. Small fragments were not returned with the instrument. The prograsp forceps instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The pitch cable was also frayed at the distal end and an excessive amount of dried residue was found around the clamping pulley cable grooves. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) with completion proctectomy surgical procedure, the prograsp forceps instrument looked disengaged or misaligned at the level of the wrist. A backup same instrument was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and confirmed that the issue was identified towards the end of the procedure when the customer was checking for completion of dissection and were about to remove instruments and undock. There were no collisions that the team noticed. The instrument could not be removed smoothly, they had to remove it along with the cannula, guided by endoscope under manual control to ensure safety. The procedure was already completed when the issue was identified. The surgeon confirmed that no fragments fell into the patient. The regular post operative imaging was normal too. The patient did not return to the hospital.